Manufacturer narrative:
Result: zoom big wheel spacer.

Event description:
It was reported by service report that the zoom function worked intermittently. No pt involvement or adverse consequences are reported.